Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. (B)(4).

Event description:
It was reported that the pacemaker battery status indicated from two years remaining and at the interrogation one year later the battery status had decreased to less than three months. Engineering analysis found that the power consumption had been increasing over the last year. Subsequently the pacemaker was explanted due to concerns over possible premature battery depletion. No additional adverse patient effects were reported.